Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n321618003, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-mar-29 regarding a patient's implanted infusion pump containing an unknown medication (dose and concentration unknown). The indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that during a pump replacement surgery, the catheter would not aspirate. Signs of infection were noted in the pump pocket. The hcp decided to remove both the pump and catheter, and wait to replace both until a later date when the infection was under control. The issue was considered resolved, and the patient's status was alive - no injury. There were no environmental, external, or patient factors that were thought to have led to the issue. No further complications were reported or anticipated.